Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device will not turn on. There was no patient involvement reported.

Event description:
It was reported to philips that the device will not turn on. There was no patient involvement reported. One power pca was returned for failure analysis. The reported problem was verified during lab tests. The fuse f6 was found opened on the power pca.